Manufacturer narrative:
The reporter refused to provide any further information. Attempts are being made to gather more event information, name of clinic and device used in the treatment.

Event description:
A patient reported experiencing burns on her face and neck from an unknown (cpt or flx) thermage treatment to the face and neck. Some of the burns have been reportedly classified as second degree and bedsores. Her husband, acting as her attorney, has stated that there will be no further information provided. They declined to provide event information, the specific device used, and the name of the clinic.

Manufacturer narrative:
Additional information was received on june 24, 2024 and it was found the user facility also reported this issue on march 18, 2024 as reported on report number: (B)(4) ; 3011423170-2024-00142. The device was returned and evaluated on manufacturer's reference number: (B)(4). 3011423170-2024-00142. The conclusions from the previous report submission manufacturer's reference number remains unchanged. The conclusions from the previous report submission (3011423170-2024-00142) remains unchanged.

Event description:
Additional information was received, and it was found the facility also reported this issue prior to reporting on report number: 3011423170-2024-00142. Additional information was received on june 24, 2024 and it was found the user facility also reported this issue on march 18, 2024 as reported on report number: 3011423170-2024-00142 this filing is a retraction since this event was submitted under report number: 3011423170-2024-00142.